Event description:
A malfunction alarm was reported, displaying the code malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received assistance to reset the pump, which resolved the issue, and was advised to continue using the pump, with instructions to report any recurring malfunctions.